Event description:
It was later reported that the patient was in the hospital. At the time of this report, the patient¿s pain had improved. The device system was used to deliver morphine and bupivacaine.

Event description:
The patient reported since implant their pain never stopped and they never quit hurting. The patient stated the pain started years ago, in 2007 following a motorcycle accident. The patient stated their pump was defective and had to get replaced and they are titrating up the volume of morphine. The patient¿s pump was explanted and replaced last summer. The patient stated he had morphine with a ¿numbing agent¿ in his pump. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # / serial# unknown, product type catheter. (B)(4).